Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21462. It was reported the patient experienced auto-reduction. The patient reported lifting weights and experienced a change after the incident and was unable to increase stimulation using the programmer. Diagnostics indicated low and invalid impedances. X-rays confirmed the lead had pulled out of the ipg header. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.